Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the implantable cardioverter defibrillator (ICD) inappropriately switched modes due to far r-wave over-sensing with competitive atrial pacing (cap). The patient was asymptomatic. No changes was made and there was no consequences to the patient.